Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results summary: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy. The device was not returned for analysis; therefore, a technical analysis could not be performed. There is not enough evidence to determine whether the failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. However, the documentation attached includes a picture where it can be observed the label of the product including lot and upn involved. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that two axios stent and electrocautery-enhanced delivery system were intended to be implanted transgatsric to the pancreas area to perform an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician experienced difficulty deploying the stent. They initially placed, axios for pancreatic pseudocyst was removed after the distal flange could not be deployed despite multiple attempts (subject of this report). The scope was straightened and another axios stent was inserted; however, the same issue occurred. The procedure was ultimately completed successfully with a different axios device. There were no patient complications reported as a result of this event.